Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient med order was not crossing. A technical support specialist (tss) found that on the medbank side, no medication orders for the patient were received from digitalrx; however, patient and medication orders for the same facility were received as expected. Customer was informed that this indicated digitalrx did not send the messages to medbank, though the reason was unknown. Further the customer was asked to reach out to digitalrx for assistance with further investigation. The system functioned as intended after the technical support specialist (tss) checked the device.

Event description:
It was reported that when using the bd pyxis¿ es server, patient medicine order was not crossing through integration to myqlink or cabinet. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section e initial reporter phone, initial reporter e-mail and section h imdrf annex a, imdrf annex g, imdrf annex b, device manufacture date, manufacturer narrative.

Event description:
It was reported that when using the bd pyxis¿ es server, patient medicine order was not crossing through integration to myqlink or cabinet. There were no adverse events or injuries reported based on this event.